Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from portugal of infectious peritonitis in a patient coincident with physioneal 2.27% physioneal and extraneal 7.5% pd2 for peritoneal dialysis. On an unreported date the patient experienced infectious peritonitis. The patient was recovering. No further information was available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, are unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.